Event description:
Procedure type: colectomy. According to the reporter: during a total colectomy with mechanical ileo-proctostomy due to pan-colical diverticulosis and transverse colon adenocarcinoma, a circular mechanical suturing device to make the anastomosis: (B)(4). After firing, a total anastomosis dehiscence occurred, because of total absence of staples in the original loading unit. The doctor had to use a different device from another company (proximate ils, ref (B)(4)) to complete the procedure. The operative time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).